Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when attempting to perform a venogram, the balloon on the catheter inflated but did not hold air and had a hole in it. The catheter was removed and a replacement product utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.